Event description:
Procedure: mini gastric bypass. According to the reporter: although reload was properly loaded (was cycled in advanced) on to the idrive, it was not possible to fire the reload. Used accessories idrvultra1, egiaadapt. No reinforcement material was used.

Manufacturer narrative:
Tracking number: us201402-1402. Initial report sent to FDA on: 03/18/2014(B)(4)